Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided photograph identified the explanted taper adapter and glenosphere assembly. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. It is confirmed that the implants were revised through provided photograph, however, the implant disassociation cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 4 months post implantation due to disassociation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.